Manufacturer narrative:
An investigation has been opened to review historical data and risk documentation. A follow up report will be submitted after investigation.

Event description:
It was reported that: pseudoaneurysm was found hours after a successful closure. Patient was successfully closed and showed positive blood flow by a o2 sensor on the toe. Patient was sent to recovery and hours later the device anchor was found to be centered inside the vessel on post-implant imaging. This was evidenced by a pseudoaneurysm resulted in a cutdown days later. Patient was reported as being "fine" post cutdown. Additional information on 19oct2022: access was obtained using micropuncture and ultrasound through the left common femoral arthery. There was no calcfication at the site. The measured dept was 4+1=5 for the device. The device was explanted during cutdown. The patient outcome post proceedure was reported as good.

Manufacturer narrative:
The device was not returned for investigation. No return product evaluation could be completed. The device lot history record review indicated no non-conformities related to this lot, therefore, supporting the device met material, assembly, and performance specifications prior to shipment. Tavr procedure, an 18f manta was deployed for closure in the left common femoral artery. Access was achieved utilizing ultrasound and micropuncture. No calcification or tortuosity present in the artery, with a depth measurement of 4cm + 1cm. The patient showed positive blood flow according to an oxygen saturations sensor reading on the toe following a successful deployment and closure; and was transferred to the post anesthesia care unit. Hours later, the patient began to exhibit pseudoaneurysm symptoms during observation. The physician ordered post-implant imaging which revealed the manta anchor positioned centrally inside the vessel; evidenced by a pseudoaneurysm, resulting in surgical intervention, and explanting manta days later. Due to the insufficient amount of information regarding the initial and deployment procedures, patient environment and conditions, no information regarding positioning of manta seen during surgical cut down, no angiograms or device returned for investigative purposes a root cause for the pseudo aneurysm remains undeterminable. Per the IFU: the following potential adverse events related to the deployment of vascular closure devices have been identified: other access site complications leading to bleeding, hematoma, pseudoaneurysm, or arterio-venous fistula, possibly requiring blood transfusion, surgical repair, and/or endovascular intervention.